Manufacturer narrative:
Batch review performed on 02 september 2021: lot 2003336: (B)(4) items manufactured and released on 10-jul-2020. Expiration date: 2025-06-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional item involved in the event, batch review performed on 02 september 2021. Cup: mpact 3dmetal 01.38.060dh acetabular shell ø60 two-hole (k171966) lot. 2010341. Lot 2010341: (B)(4) items manufactured and released on 25-feb-2021. Expiration date: 2026-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2009406. Lot 2009406: (B)(4) items manufactured and released on 21-jan-2021. Expiration date: 2026-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Stem: sms solid 01.36.051 sms solid stem std size 11 (k181693) lot. 2004949. Lot 2004949: (B)(4) items manufactured and released on 21-oct-2020. Expiration date: 2025-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Screws: mpact 01.32.6525 cancellous bone screw, flat head ø 6,5 l 25 (k103721) lot. 2010033. Lot 2010033: (B)(4) items manufactured and released on 09-nov-2020. Expiration date: 2025-10-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all hardware, and implanted new hardware 2 months after primary. The surgery was completed successfully.